Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels above (200 mg/dl) however, the exact values were not provided. The customer would bolus via the pump and take manual injections to stabilize bg levels. The customer stated to believe the issue was with the pump and spoke with health care provider who adjusted pump settings. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.